Event description:
In 2007, the patient underwent a therapeutic stone retrieval procedure. During the procedure, a polaris stent was placed. According to the risk manager hospital, no complications were noted by the physician during the procedure. The following month, suffering from abdominal pain, the patient returned to the hospital to have the stent removed. The attending physician performed a CT scan and noticed that a portion of the basket was detached in the patient's right ureter. According to the risk manager, the physician successfully removed both the stent and the basket fragment. The patient was discharged.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The june 2007 15-month gemini complaint trent report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A ship history record review is in progress.